Event description:
It was reported that the asymptomatic patient presented in the operation room for a scheduled device replacement procedure due to normal eri. It was noted that the device had received a battery performance alert (bpa) advisory. The device was explanted and replaced. The patient was stable throughout the procedure.